Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that as the xience prox was inserted onto an unknown guide wire, it became stuck after a few centimeters and could not be advanced any further. The sds was removed along with the guide wire from the anatomy without further issue. A new guide wire and new stent were used to complete the procedure. The patient is doing well. There was no clinically significant delay in procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The difficult to position and remove the guide wire were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.